Event description:
Nephron pharmaceuticals corporation received a report of a device malfunction from FDA (B)(4) on (B)(4) 2014, that was reported as associated with the use of the ez breathe atomizer. The maude report stated that the device ceases to function after multiple uses and is difficult to maintain. The maude report listed the event date as (B)(6) 2014, and the report date as (B)(6) 2014. During a f/u phone call on (B)(6) 2014, the pt reported that the device became clogged after one week of use. He added that he used the product, because nephron's current asthmanefrin product reminded him of the asthmanefrin product sold with a glass atomizer when he was a child. The pt reported that he purchased the suspected product between the end of 2013 and the beginning of 2014. The pt did not experience any medical harm as a result of the malfunction. The pt is a (B)(6) y/o male with a past medical history that is significant for asthma. He does not smoke, and he did not report any allergies to medications.

Manufacturer narrative:
Nephron received maude report (B)(4) from FDA on (B)(4) 2014, concerning the malfunction of an ez breathe atomizer. The maude report cited an atomizer from lot 130601; however, it was determined that no atomizers from this lot were distributed to customers during the time period between late 2013 and early 2014. During a f/u phone call on (B)(6) 2014, the pt reported that the lot number of the suspected product was lot 120701. A second atomizer also failed; however, no info was available concerning the purchase date, lot number, and serial number of the unit. Although the known suspected product was associated with a class 1 recall, the pt did not report any info about the separation of the a plate from the device. Therefore, it is not likely that the malfunction was associated with the a plate malfunction. When asked about the cleaning procedure, the pt reported that he cleaned the device with distilled water. The cleaning instructions for the device recommended that the pt should only use a mixture of distilled water and white vinegar. It is possible that the device could become damaged as a result of the pt cleaning the device with only distilled water instead of the recommended solution. At this time, it appears that the most probable root cause is improper cleaning by the user. The labeling info and insert from lot 120701 were not available; therefore, the packaging info from the most current lots will be sent.